Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during a consult, a locking bolt was evident through the skin. A revision procedure was performed where they rearranged the bolt. As per the reporter, the patient has poor bone quality which may have contributed to the pull out. No additional information has been provided.

Manufacturer narrative:
Additional data: b5, h3, h6, h10. The device has not been returned for evaluation as it remains in-situ. This investigation has been conducted using the provided x-ray and photo images. In reviewing photo images provided by the physician, the locking bolt is evident through the patient's skin. The provided patient information indicates that their poor bone quality is likely what contributed to the pull out of the locking bolt. Device labeling: contradications: "infection or pathologic conditions of bone such as osteopenia which would impair the ability to securely fix the device".

Event description:
No additional information has been provided.